Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 to (B)(6) , 2020. H10:the actual device and a photograph of the sample were provided for evaluation. The returned sample was found with a cut fill port tubing where the customer emptied the contents. Visual inspection of the actual sample showed no evidence of the reported condition. The photograph was visually inspected using the naked eye and a white floating particulate matter was observed inside of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed inside a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The event occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.